Manufacturer narrative:
Evaluation, method: no product returned for evaluation. As no device was returned, no evaluation could be performed. Review of device history records could not be performed as no lot number was not provided. A complaint history could not be performed as the lot number was not provided. We are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the surgeon used two fast-fix 360 curved devices. In both instances, the first implant was released and the second did not. They pulled both out.